Event description:
Tmj fossa implanted on left side 11 years ago. Last year received a tmj fossa on the right side. Now in agony with migraine headaches, ear piercing pain, click in jaw, jaw tenderness, jaw gets tired very fast and throbs a lot. A clear scan shows the bone on the right side is destroyed and bilateral total joint replacements are recommended.